Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and transvenous implantable lead exhibited a sudden increase in rate/sense impedance and the impedance is greater than 3,000 ohms. A review of the arrhythmia logbook revealed an episode of noise and associated oversensing and pacing inhibition.